Event description:
It was reported that during an appendectomy procedure, the product does not clip. According to the doctor, the first working clip on the appendix had load failure and another load is required, which again failed. Another like device and reload was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # l54149. The analysis showed that the ats45 device was received in good visual condition and with a reload loaded in the device. The reload was received fully loaded with staples. In addition another reload was received partially fired 1/8 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was found to be non functional as the firing mechanism was noted to be damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and firing trigger teeth were found broken. The damage to the firing mechanism caused the firing trigger to jam closed preventing the closing trigger to return to its home position. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: please clarify what was meant by, ¿the product does not clipped. According to the doctor, the first working clipping the base of the appendix with load failure, another load is required, which again failed.¿ did the same issue occur for both cartridges (loads)? If not, please explain. Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? On which firing did this event occur (1st, 2nd, 8th, etc.)? What color cartridges were being used? Are the cartridges returning? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing or opening)?